Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was 300 mg/dl. During troubleshooting customer was advised that insulin pump would need to be replaced. Customer declined to return insulin pump issue was able to be resolved with infusion set change. No further information provided.